Event description:
It was reported that the right ventricular (rv) lead exhibited noise oversensing resulting in inappropriate shock. Rv lead fracture was noted. On (B)(6) 2026, the physician capped and replaced the rv lead. The patient condition was stable.